Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 23025 occurred on the surgeon side console (ssc), pointing to the left master tool manipulator (mtm). Onsite connection was not available inside of this operating room (or) so no log review could be performed. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested customer email a picture of logs. Tse recommended hard power cycling the ssc, but there was no resolution. The tse recommended exercising the left mtm range of motion and hard power cycling the ssc, but there was no change. The tse recommended disabling the left mtm as the system was a dual ssc system, but the customer did not want to try this. The customer power cycled the system and removed the fiber cable of the affected console and the system powered up error free. The customer stated that they are continuing with case and will bring in another ssc from another system. The customer elected to end the call. There was no reported injury to the patient. On 12-oct-2021, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following additional information about the complaint: this procedure had 2 surgeons working on the dual ssc system (one was a resident and the other was the attending surgeon who was provided training), but the procedure did not require two sscs. The resident was working on the ssc that had the issue with the mtm. Instead of disabling that ssc and continuing with the one that was working, the decision was to bring in a different ssc so the resident could still participate and learn from the attending surgeon. There was no reported injury to the patient. On 5-nov-2021, isi contacted the robotics coordinator and obtained the following additional information about the complaint: he was not able to provide any patient information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulators (mtm) on the surgeon side console (ssc) due to the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce the reported failure during power up. The root cause of the failure was attributed to mechanical defect/component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed there was a 23025 error occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. 23025 error means encoder quadrature fault on left mtm axis 3. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.